Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this device a competitor right atrial (ra) lead utilizing an incompatible connector type could not be fully inserted into the is-1 port of the pacemaker and was subsequently unable to capture until programmed to unipolar. It was noted that the patient is less than 10% ra paced at aai50 and as such there were no adverse patient effects due to loss of pacing. This device remains in service.